Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver and authenticate a bolus. There was no adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.